Event description:
It was reported that the light source would switch off randomly on its own, causing the entire endoscope image to be black. Additionally, a frozen endoscope error message was displayed. Patient involvement is unknown.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).